Manufacturer narrative:
The pt was very fine skin and often has skin tears and scabs. It is possible that the tape did not adhere well to the scabbed area and the pt might have moved more than he realized which might have caused the needle dislodgement.

Event description:
Facility reported that "approx. 15 mins into treatment, venous needle expulsion. Was properly taped/butterfly method, pt state: "I was just falling asleep, I didn't move." Lost approx 500cc blood, pt was restuck without difficulty 15 g needle, treatment resumed; dr. (B)(6) called stat hemoglobin and hematocrit blood pressure 66/42. System appeared dark after recirculating d/c stop blood time and restick blood was returned and new system strung treatment restarted, pt request to run only 3 hours. Dr (B)(6) ok apical heart rate was irregular 112 after restart dr (B)(6) ok lower bf 300-350 informed to have pt go to ER post treatment if heart rate remained irregular stat hemoglobin and hematocrit 8.1. Was 10.7 on (B)(6) 2009. Dr. (B)(6) aware order repeat hemoglobin and hematocrit monday on (B)(6) 2009 post apical heart rate remained irregular employee informed pt to go to ER as requested by dr. (B)(6), pt denied any s/s during [entire] treatment. No complaints of any type offered post treatment when asked. Dated on (B)(6) 2009, based on (B)(6) clinical affairs results of investigation, the pt does move around quite a bit and is often restless during treatments. The set dislodged from pt's access after 15 mins into treatment.